Manufacturer narrative:
The review of provided data confirmed the reported issue. The analysis of the provided expert files showed that the user tried to go to overview screen at 7:34 am and at this moment the programmer crashed and could not find the overview screen and most probably led to the ¿404 not found¿ error displayed to the user. The root cause could not be identified, the reported issue was solved after restarting the tablet. There is no sign of programmer corruption nor installation issue. And the only solution to solve the problem is to restart the tablet. The latest smartview software version 3.18 will be installed, and the programmer will follow the normal workflow of repair before returning it to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
During interrogation at an implant/replacement lv lead of a gali 4lv sonr the programmer had a sw crash (see photos attached) after removing the battery and restarting it functioned normal again. Sw version is 3.16

Event description:
During interrogation at an implant/replacement lv lead of a gali 4lv sonr the programmer had a sw crash (see photos attached) after removing the battery and restarting it functioned normal again. Sw version is 3.16